Manufacturer narrative:
A customer in the united states notified biomérieux of false negative cefoxitin screen results associated with vitek® 2 ast-gp67 test kit (reference# 22226 lot# 1320879113) with software version 7.01. In response to the customer complaint, biomérieux performed an internal investigation. The customer did not submit their isolates or lab reports to biomérieux; therefore, the customer's test discrepancy could not be compared to the reference method for this investigation. A review of biomérieux manufacturing batch records for vitek® 2 ast-gp67 test kit lot 1320879113 showed that this lot met all final qc release criteria.

Event description:
A customer in the united states reported a false negative cefoxitin screen in association with the vitek® 2 hp rp5700. The customer reported that three staphylococcus aureus isolates collected from different sites from the same patient, were tested on vitek 2 and gave (B)(6) results. The blood culture was also tested on the biofire instrument, and (B)(6) was detected. All three isolates were pbp2a positive. No patient information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.